Event description:
The dental implant fx5010swc was removed on (B)(6) 2020 due to loss of osseointegration 5 years and 4 months after implantation. The patient has no significant medical history. The doctor noted periodontal disease and bone resorption during explantation. The patient has recovered without complications.